Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The company arranged for a replacement pump to be shipped, and instructions were given to the customer on returning the malfunctioning pump and using the new pump with updated software. The customer was informed to use a backup insulin pump temporarily and acknowledged understanding of the provided guidance.